Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was not reproduced. Evaluation ran the device with a loaded set at 100ml/hr for 12 hours with customer supplied power cord and was unable to reproduce the reported symptom. The messages were confirmed through a review of the event history log, and were found to be caused by back flex chaffing at traces #28 and #30 where they came in contact to the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the screw, causing the unit to turn off by itself. The rear case assembly was replaced to correct this issue.

Event description:
It was reported that a spectrum pump "turns itself off". It was also reported there was no patient involvement.